Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from the review, a supplemental medwatch will be filed.

Event description:
It was reported that post a duodenal stenting treatment procedure, pt complications occurred. Under fluoroscopy, the wallflex enteral duodenal stent was advanced across the obstruction in the duodenum. When the physician deployed the stent, the pt complained of pain. The physician looked with the endoscope and x-ray but did not find anything "unusual". The physician felt that the stent was successfully placed and the pt was transferred back to his room. About 1/2 hour later, the physician was notified that the pt's "belly" was swelling and the pt was not conscious. The physician "doubted" that a perforation of the intestine had occurred. Under CT guidance, the physician found that "air" was coming from the location of the newly implanted stent. The pt was not a surgical candidate due to his poor condition. The pt's vital signs became stable after 'emergency treatment" and the pt was cared for in the ICU. No further complications occurred. Pt status is stable.